Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien xt transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, it is likely that the left ventricle of the heart was perforated by a wire at some point of the procedure. The exact time of the event is unknown; however, it may have occurred during the troubleshooting maneuvers done while adjusting the stopcock. There was no allegation or indication the ventricular perforation was related to a delivery system malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a tavr procedure, the team attempted to deploy a 23mm sapien xt valve in normal transfemoral fashion. During deployment, it was noted that the three way stopcock connecting the atrion to the delivery system was rotated and they could not inflate the balloon to deploy the valve. The stopcock was adjusted and they waited for the patient¿s blood pressure to recover in an attempt to deploy the valve. The valve was brought back out of the annulus and moved to the descending aorta. The patient's blood pressure did not recover and a large effusion was found. The patient was put on bypass and the surgeon performed a sternotomy in attempts to manage the effusion and determine the location of the perforation. The patient was shocked multiple times in an attempt to establish a normal rhythm. The patient¿s family was consulted and a decision was made to remove the patient from bypass. Upon removal from bypass, the patient was pronounced. It was determined that the left ventricle of the heart was perforated by a wire at some point of the procedure.